Manufacturer narrative:
Exemption number: e2014018. If additional information is received a follow up report will be submitted. Investigation: no product at hand. Only photos archived. We found that the sterile packaging is open at one side. Batch history review: the device quality and manufacturing history records will be checked for all the lot number (4509537648/4509299706) from the quality coordinator of the production plant. After review the report will be updated. No similar incidents have been filed with products from this batch. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. There is the possibility that the root cause of the problem is most probably manufacturing related. Rationale: without the product we cannot determine the exact cause but there is the possibility for a manufacturing error due to an improperly manufactured sealing.

Event description:
It was reported there is a crack/hole at the sterile package for two different lot numbers. The packaging problem was detected prior to surgery and all sterile packaging was checked with a lamplight. No other information has been provided. Associated medwatches: 9610612-2019-00218 (this report), 9610612-2019-00219.